Event description:
Caller reported a minimum fill notification, which did not adversely impact the customer¿s blood glucose level. The customer attempted to load a new cartridge with 300 units of insulin but faced issues despite having usable insulin remaining. Technical support advised cleaning the pneumatic tap area and initially attempted to resolve the issue by reloading the same cartridge, which was unsuccessful. A new cartridge was successfully loaded following proper instructions, resolving the issue, and allowing the customer to resume insulin delivery. As a gesture of goodwill, technical support sent a replacement cartridge and infusion set to maintain customer satisfaction.